Event description:
It was reported that approx. 19 months after the implantation oversensing was noted on the rv channel. The atrial channel and far field channels showed no noise. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection as well as an inspection of the provided xray images. The visual inspection revealed that approximately 38 cm distal to the is 1 connector pin the lead body was found squeezed and deformed. This damage is assumed to be the root cause of the reported oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. This finding is consistent with the result of the xray analysis. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.